Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic procedure, the plastic insulation by the device jaws became torn. There was no reported patient injury.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(4) 2015. Date of follow-up report: (B)(4) 2015. One used lf5544 was received for evaluation and visual inspection found the clear insulation is damaged. The customer reported that the plastic sheath on the device ripped. The reported condition was confirmed and the sample failed hi-pot testing. The investigation identified the root cause of the reported event to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.